Manufacturer narrative:
Submitted images appeared to display complaint product. The complaint description describes a functional issue which can only be evaluated upon physical receipt. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the re ported event.

Event description:
It was reported that patient underwent micro endoscopic discectomy due to hernia. Intra-op, when the extractor was installed to a camera, the image was foggy and appeared out of focus. There was a delay of more than 60 minutes in the procedure. No patient complications were reported.